Manufacturer narrative:
Method = device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the reason for explant. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case a 23mm pericardial aortic valve, implanted eight (8) years and six (6) months, was explanted due to unknown reasons. The explanted valve was replaced with a 23mm aortic valve. Several attempts have been made to obtain additional details on the event and patient. No further information has been provided. Should new information be received, a supplemental MDR will be submitted.